Event description:
International customer reported that a pt underwent ventral hernia repair using the device. The pt coughed during the immediate post-op period and a cracking sound was heard followed by an obvious hernia recurrence at the repair site. The patient was returned to surgery. The herniation occurred along one side of the mesh where the sutures tore through the device. This segment of device was explanted and the remaining portion of the mesh was reattached. A second piece of mesh was added covering the initial repair for additional support.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatch reports being submitted as two separate devices were used for all medwatch reports. The same patient is represented in each medwatch.